Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee mp system. During an interventional procedure, the user reported that fluoroscopy was not available and the monitor was dark. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. Examination of the returned x-ray tube showed a leak on the weld seam of the radiation window which led to contamination of the vacuum and ultimately to the loss of x-ray. A systematic error could not be detected. The x-ray tube was replaced on site by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this as no systematic error has been recognized.